Event description:
Patient became hemodynamically unstable in ccl, requiring more CPR, while actively trying to put in impella cp. D/t patient anatomy and tortuous iliac the cp was unable to advance over .018 wire. Decision made to abort placement of impella cp. Patient expired in ccl.

Manufacturer narrative:
Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult patient anatomy and tortuous iliac preventing successful delivery of impella. Device history lot: device lot: 1970191. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.